Event description:
The following was reported to hamilton medical ag: customer reported the vent failed to boot up (showing blank screen and audible alarm). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).